Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29jul2019. Philips fse (field service engineer) confirmed reported problem of airflow accuracy out of specification. Fse replaced flow sensor assembly and end cap to resolve reported issue. Unit past all performance tests and is ready for clinical use. The part was returned to the manufacturer for investigation: it was determined the root cause failure determined to be fault in u1 of airflow sensor subsystem.

Event description:
Customer reported the airflow accuracy is out of specification. There was no patient involvement.